Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Issue with sigma hp distal cut jig. **update** 1/4/2016 - follow-up from sales rep states the issue with the sigma hp distal cutter was that it cut too much bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the submitted instruments did not find any damage or manufacturing defects. The instrument were assembled with no restrictions. The instrument moving parts functioned as design intended. Follow-up from sales rep states the following: all pieces assemble on jig so it is unknown which instrument did not work right. A search of the complaint database against complaint product codes did not find any additional reports indicating the instruments were suspected of contributing to a incorrect bone cut. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: visual examination of the submitted instruments did not find any damage or manufacturing defects. The instrument were assembled with no restrictions. The instrument moving parts functioned as design intended. Follow-up from sales rep states the following: all pieces assemble on jig so it is unknown which instrument did not work right. A search of the complaint database against complaint product codes did not find any additional reports indicating the instruments were suspected of contributing to a incorrect bone cut. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.